Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The monitor's electrode belt receptacle pins were bent. The root cause for the bent pins could not be positively identified. No adverse event resulted from the damaged monitor.